Event description:
Event verbatim [preferred term] neck is completely blistered and burned/pain [burns second degree] , scar [scar]. Case narrative:this is a spontaneous report from a contactable consumer. This female consumer of unknown age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) via an unspecified route of administration from an unspecified date to an unspecified date at unknown dose for an unspecified indication. Medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare neck, shoulder & wrist) from an unspecified date with no problems. Consumer had worn heating patches before and never had any problems. She wore one of these for 4 hours about. She didn't feel anything but the heat as it was on. She took it off and touched the back of her neck and jumped. Her neck was completely blistered and burned. Every time she moved her head and her neck moved pain, if she tried to lay down pain. Air hit it pain. She didn't know if the one she used was defected or not but this was not acceptable. Later, the consumer reported luckily the burns were healed and blisters were gone. She was left with a scar but luckily it's on her neck so her hair covered it. The action taken in response to the events of the product was unknown. The outcome of the event "neck is completely blistered and burned/pain" was resolved on an unspecified date. The outcome of the event scar was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (31jan2018): new information received from a contactable consumer includes: past drug history, event outcome, added new event scar. Company clinical evaluation comment based on the information provided, the events of "her neck was completely blistered and burned" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "scar" is non-serious. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "her neck was completely blistered and burned" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "scar" is non-serious. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage, and investigation (citi) customizable search was performed: investigation / complaint sub class: adverse event/serious/unknown, adverse event safety request for investigation and adverse event negligible-minor. The citi customizable search returned a total of 66 complaints for neck/shoulder/wrist (nsw) 8hr products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event/serious/unknown, adverse event safety request for investigation and adverse event negligible-minor. There was an increase of complaints for the subclass for the months of oct2016, dec2016 , feb2017, and mar2017. The increase is attributed to a seasonality changes. Based on this citi search, there is not a trend identified for the subclass of adverse event/serious/unknown, adverse event safety request for investigation and adverse event negligible-minor. Exped trend actions taken: based on this citi customizable search for the subclass of adverse event/serious/unknown, adverse event safety request for investigation and adverse event negligible-minor for nsw 8hr products the data did not show an increase over time (36 months). There is not a trend identified for the subclass of adverse event/serious/unknown, adverse event safety request for investigation and adverse event negligible-minor for nsw 8hr product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the.

Event description:
Neck is completely blistered and burned/pain [burns second degree], scar [scar]. Case narrative: this is a spontaneous report from a contactable consumer. This female consumer of unknown age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) via an unspecified route of administration from an unspecified date to an unspecified date at unknown dose for an unspecified indication. Medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare neck, shoulder & wrist) from an unspecified date with no problems. Consumer had worn heating patches before and never had any problems. She wore one of these for about 4 hours. She didn't feel anything but the heat as it was on. She took it off and touched the back of her neck and jumped. Her neck was completely blistered and burned. Every time she moved her head and her neck, moved, or if she tried to lay down, she had pain; and if air hit it, she also had pain. She didn't know if the one she used was defected or not, but, this was not acceptable. On follow-up, the consumer reported that luckily the burns were healed and blisters were gone. She was left with a scar, but luckily it was on her neck so her hair covered it. The action taken with thermacare heatwrap in response to the events was unknown. The outcome of the event "neck is completely blistered and burned/pain" resolved on an unspecified date. The outcome of the event scar was unknown. The product quality complaint group assessed the severity of harm as s3. Product investigation summary was as follows: exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage, and investigation (citi) customizable search was performed: investigation / complaint sub class: adverse event/serious/unknown, adverse event safety request for investigation and adverse event negligible-minor. The citi customizable search returned a total of 66 complaints for neck/shoulder/wrist (nsw) 8hr products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event/serious/unknown, adverse event safety request for investigation and adverse event negligible-minor. There was an increase of complaints for the subclass for the months of oct2016, dec2016 , feb2017, and mar2017. The increase is attributed to a seasonality changes. Based on this citi search, there is not a trend identified for the subclass of adverse event/serious/unknown, adverse event safety request for investigation and adverse event negligible-minor. Exped trend actions taken: based on this citi customizable search for the subclass of adverse event/serious/unknown, adverse event safety request for investigation and adverse event negligible-minor for nsw 8hr products the data did not show an increase over time (36 months). There is not a trend identified for the subclass of adverse event/serious/unknown, adverse event safety request for investigation and adverse event negligible-minor for nsw 8hr product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Site sample status was not received. Follow-up (31jan2018): new information received from a contactable consumer includes: past drug history, event outcome, added new event scar. Follow-up (20dec2019): new information reported from product quality complaints includes product investigation summary. Company clinical evaluation comment: based on the information provided, the events of "her neck was completely blistered and burned" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "scar" is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "her neck was completely blistered and burned" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "scar" is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] neck is completely blistered and burned/pain [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer. This female consumer of unknown age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) via an unspecified route of administration from an unspecified date to an unspecified date at unknown dose for an unspecified indication. Medical history and concomitant medications were not reported. Consumer had worn heating patches before and never had any problems. She wore one of these for 4 hours about. She didn't feel anything but the heat as it was on. She took it off and touched the back of her neck and jumped. Her neck was completely blistered and burned. Every time she moved her head and her neck moved pain, if she tried to lay down pain. Air hit it pain. She didnt know if the one she used was defected or not but this was not acceptable. The action taken in response to the events of the product was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "her neck was completely blistered and burned" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the events of "her neck was completely blistered and burned" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.